Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed for the device leak which has potential to cause or contribute to patient injury. It was reported that the hemostatic valve on the mitraclip steerable guide catheter (sgc) was unable to hold fluid during device preparation (fluid column test). This device was not used in the patient. Another sgc was used to complete the procedure without further incident. There was no clinically significant delay in the procedure. No additional information was provided.